Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is no longer functional. Reportedly, the touchscreen remains black and no longer illuminates. Customer's blood glucose level was 76 mg/dl. Reportedly, customer will continue to use the pump for basal delivery and has manual injections to deliver boluses.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.